Event description:
The dr claims that the pt was diagnosed with a burst abdominal aortic aneurysm prior to surgery. After the graft was placed in the pt, it leaked approx 5cc of blood from the sutured area of its bifurcation. After 5 seconds, the doctor elected to remove the graft. The graft was replaced with another graft, but the pt had already expired. The dr reported that the cause of death was heart failure due to blood loss from the ruptured aorta.